Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was due to a shorted leg 7 of an integrated circuit chip, designator u46 from the analog pcb assembly.

Event description:
It was reported that the customer's device was unable to advance beyond the rhythm analysis portion of the shock advisory system and therefore would not charge and deliver defibrillation energy during a device evaluation. The device was initially being evaluated for an event code and the service wrench being illuminated when this issue was observed. There was no patient use associated with the reported failure.

Manufacturer narrative:
It was reported that the customer's device was unable to advance beyond the rhythm analysis portion of the shock advisory system and therefore would not charge and deliver defibrillation energy during a device evaluation. The device was initially being evaluated for an event code and the service wrench being illuminated when this issue was observed. There was no patient use associated with the reported failure. (B)(4).

Event description:
It was reported that the customer's device was unable to recognize a patient connection and therefore would not charge and deliver defibrillation energy during a device evaluation. The device was initially being evaluated for an event code and the service wrench being illuminated when this issue was observed. There was no patient use associated with the reported failure.